Event description:
This is 2 of 2 reports linked to mfg report number: 3004608878-2022-00276. A facility reported that the mayfield composite series base unit (a3101) was being used for cranial stabilization and slipped while patient was being turned to prone position prior to commencement of the case. The slippage caused significant lacerations to the patient's head (6-7 cm) which required sutures to close. There was a delay of 20 minutes due to product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield composite series base unit (a3101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the mayfield system on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.